Manufacturer narrative:
Note: the alleged manufacturer completed all of the information on this form. Additional information: actual MFR. Of the device: fortec companies, address: (B)(4). (B)(4). Evaluation, method: device not returned--evaluation based on reporter's narrative and additional information subsequently obtained from reporter, and actual manufacturer. (B)(4).

Event description:
Patient undergoing right retrograde pyelogram, ureteroscopy and holmium laser lithotripsy. Laser fiber snapped while not in use on patient; slight delay in case as new fiber was needed. No harm to patient as it was not in use when it snapped.